Event description:
A malfunction alarm 30 was reported while the pump was in use. The customer's blood glucose level was measured at 16.8 mmol/l, indicating no adverse impact. Customer reverted to using multiple daily injections as a backup therapy.